Event description:
It was reported that device fracture occurred. The 90% stenosed, 30mm in length target lesion was located in the moderately tortuous and severely calcified and 2.5mm in diameter left circumflex artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion but could not cross the lesion, and after multiple attempts the device was damaged and fractured. No patient complications were reported, and patient status was stable. It was further reported that device was kinked and not detached. The imaging procedure was cancelled but the patient still received the planned treatment.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that the sheath, telescope and imaging window were kinked. A picture provided by the site was inspected and the findings were consistent with the encountered sheath and imaging window kinked noted during product analysis.

Event description:
It was reported that device fracture occurred. The 90% stenosed, 30mm in length target lesion was located in the moderately tortuous and severely calcified and 2.5mm in diameter left circumflex artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion but could not cross the lesion, and after multiple attempts the device was damaged and fractured. No patient complications were reported, and patient status was stable.

Manufacturer narrative:
The device was not returned for analysis. However, a photo provided by the site was reviewed which revealed the sheath and imaging window were kinked.

Event description:
It was reported that device fracture occurred. The 90% stenosed, 30mm in length target lesion was located in the moderately tortuous and severely calcified and 2.5mm in diameter left circumflex artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion but could not cross the lesion, and after multiple attempts the device was damaged and fractured. No patient complications were reported, and patient status was stable. It was further reported that device was kinked and not detached. The imaging procedure was cancelled but the patient still received the planned treatment.